Manufacturer narrative:
H11: the device was received for evaluation. During functional testing,"random occlusion" was not reproduced. A review of the event history revealed as "upstream occlusion!" And "downstream occlusion!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of calibration upstream and downstream sensors. The upstream and downstream sensors requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of an unknown occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.